Event description:
It was reported that on (B)(6) 2023 a 23mm sjm regent mechanical heart valve was selected for an implant. After implantation, the physician found that the valve leaflet opened and closed abnormally. Device was replaced with a new 21mm sjm regent mechanical heart valve that was successfully implanted. The patient remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
An event of opening and closing abnormally was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to the labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6)2023 a 23mm sjm regent mechanical heart valve was selected for an implant. After implantation, the physician found that the valve leaflet opened and closed abnormally. Device was replaced with a new 21mm sjm regent mechanical heart valve that was successfully implanted. The patient remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.